Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that somehow the band of the sternalock 360 was twisted and broke while the surgeon tightened the knob during step 2 of the instructions. The surgeon declined to open another set to utilize another (B)(4) implant, wires were used instead. The event resulted in a delay of about five minutes. There was no injury to the patient. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The box plate assembly (74-2622) was the only component returned from the system. The box plate assembly was visually evaluated and appears to have been attempted to be implanted. The band was successfully passed through the locking mechanism, the dial on the tensioner has been rotated and the locking mechanism has been disengaged from the tensioner, but the cam has not been rotated into the slot to lock the band in place, indicating the device was disengaged during full sternal approximation (step 2). The band has been cut in two locations below locking mechanism: once at the box plate and once below where the band has passed through the locking mechanism. The cut appears intentional and upon realigning the band into position that it was implanted in it can be seen that the band had been twisted. There are no indications of manufacturing defects. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the band being accidently twisted during insertion, causing the surgeon to cut the bands and remove the device. The instructions for use (IFU) for this product states in the section titled rigid plate fixation with cerclage implant: ¿sharp angles and small bending radii must be avoided to reduce the risk of bone plate breakage. Sharp angles must be avoided to reduce the risk of band failure or reduction in locking strength. The bending instruments must be used with care because they can cause damage to the implant. The operating surgeon should always inspect the implant after bending for damage which may include dents or deformed screw holes. These defects can lead to breakage of the implant.¿ a summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.